Event description:
Healthcare professional reported "capsular contracture baker grade IV" and "bubbles" against left device. The device has been explanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" and "bubbles" against left device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: analysis of the returned device identified: weight to the spec, bubbles are seen but the device has openings so a hole is drilled to analyze the pattern of the openings and opening curved on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior and radius. Based on the device analysis the final assessment is: a striated opening on anterior and radius assessed as surgical damage.